Event description:
Resident was assisted to toilet by certified nursing assistant. Resident had a sears brand toilet seat extender on her toilet. During this time the toilet seat extender slid off from the toilet bowl rim becoming detached. This caused resident to fall. The fall of the resident resulted in a left hip fracture for the residentdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.